Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/18/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. A data investigation will not be performed as signal loss was up to one hour within specifications. A complaint confirmation could not be confirmed. No root cause analysis will be performed.